Manufacturer narrative:
Concomitant medical products: dtmb1d1 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the device algorithm that monitors the pacing amplitude threshold and adjusts left ventricular (lv) outputs was running, intermittent loss of capture on the lv lead was observed. The lv lead remains in use. No patient complications have been reported as a result of this event.